Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#: additional premarket / 510(k)# p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced a fall. X-rays confirmed the lead migrated. The patient had surgery to revise their neurostimulator and tined lead. The patient reported they are seeing some relief.